Event description:
Additional information obtained via follow-up revealed the patient's ipg was explanted and replaced to address the patient's issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, an attempt was made to obtain complete event information.

Event description:
It was reported the patient's ipg has reached end of life. It is assumed the patient received an end of service message prior to their ipg becoming inoperable. As a result, the patient plans to undergo surgical intervention.